Event description:
The previously reported amputation performed 24.5 months post index procedure was performed due to wound healing disorder.

Event description:
During the previously reported procedure approximately 23 months post index procedure (not 24 months as previously reported) the patient underwent an atherectomy and dcb. Investigator indicated that the event was possibly related to the study device/ procedure. The event was resolved. Approximately 24 months post index procedure amputation of the first digit on the right metatarsal was performed due to a wound healing disorder. The investigator assessed that the event was not related to the study device/ procedure. The event is resolved. Approximately 24.5 months post index procedure amputation of the right limb below the knee was performed. The investigator assessed that the event was unlikely related to the study device/ procedure. The event is resolved.

Event description:
It was reported that, approximately 9 months post index procedure, the physician used an admiral xtreme pta balloon catheter to perform revascularization of the sfa of the right leg with no issue reported. However it was reported that approximately 1 months and 4 months later, amputation of digit 4 and 5 was required due to necrosis and wound healing disorder. It was reported that approximately 8 months post procedure, rotarex, thrombectomy and stenting of the sfa was required due to occlusion. Investigator reported that the event was not related to the study device. Patient is reported to be recovered. It was reported that, approximately 11 months post procedure (approximately 20 months post index procedure), the patient underwent an amputation of the right big toe and cut of 5th metatarsal. The investigator assessed that the event was not related to the study device. The event was resolved. It was reported that, few days later the patient underwent stenting of the right sfa due to stenosis. A complete se stent and another brand balloon were used for treatment. The investigator assessed that the event was not related to the study device. The event was resolved. The event was resolved. It was reported that 4 months later (approximately 24 months post index procedure) the patient was re-hospitalized due to atherosclerosis of the extremities arteries. The patient is reported to have undergone surgery. The investigator assessed that the event was probably related to the study device. No other clinical sequelae were reported.

Event description:
The investigator has assessed that the previously reported amputation which occurred approximately 24.5 months post index procedure was not related to the study device.

Manufacturer narrative:
(B)(4). Evaluation results: (revascularization).